Event description:
It was reported when using the bd pyxis medstation es system was in critical override and users unable to open drawer and access medication. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a d drive issue. The technical support specialist fixed the d drive issue successfully. The system functioned as intended after the field service engineer troubleshooted the device.